Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal and the tension spring assembly were inside the delivery tube. The seal was rolled but extended more than halfway outside the tube. The seal was cracked along the fourth rim from the center. The white collar was not present; the plunger had been depressed. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal cracked" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal cracked. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.